Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Findings: patient bent forward and dislocated, cr under sedation performed impressions: lateral positioning of the cup within the pelvis. This may often go asymptomatic but can also predispose to dislocation. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:192011 lot number: 844220 brand name: echo femoral stem, catalog number:010000665 lot number:3445160 brand name: g7 acetabular shell, catalog number:163669 lot number:00j3489122 brand name: modular head. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03794. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a closed reduction under sedation due to dislocation occurred while bending over at home approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.